Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer¿s daughter reported sensor glucose 250mg/dl versus blood glucose 450mg/dl. Customer was given intravenous fluid for the high at the doctor¿s office. Troubleshooting was done for the sensor issue. Customer declined troubleshooting for the high. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, high blood glucose. The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-7040a, mmt-332a, mmt-1884l, mmt-397a. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose was stable to calibrate. Troubleshooting was not performed for high blood glucose. It was unknown whether the insulin pump was used with in 48 hours of reported high blood glucose event or not and it was unknown whether the automode feature was active at the time of reported event or not. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1884l. No product return is required for mmt-397a.